Manufacturer narrative:
(B)(4)

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). As per customer no patient was involved at the time of the reported event.